Manufacturer narrative:
(B)(4) - final analysis of the pump revealed no significant anomalies; battery depletion, end of life. The following catheter segments were returned: straight pump connector, catheter proximal piece 60.8 centimeters to distal tip. The catheter had a leaking hole, located where the metal pin of the pump connector ends. The catheter passed patency testing. Final analysis of the catheter revealed catheter leakage - hole.

Event description:
The pt's device was explanted as the "pt did not want". The medication was weaned down and the pump was shut off for two weeks. The pump had contained morphine 5 mg/ml and fentanyl 2000 mcg/ml. The pt was maintained on oral medications. No device troubleshooting was performed. The pump was subsequently explanted. The pt was "sore"; otherwise was doing fine, the incision was healing well.